Event description:
Allegedly the patient felt that there was something wrong since 2012. The surgeon found abnormal fluid accumulation by echographic examination on (B)(6) 2013. The surgeon also found abnormal fluid accumulation by MRI on (B)(6) 2013. Revision surgery was performed on (B)(6) 2014. Medium activity level.

Manufacturer narrative:
This is the same event as 3010536692-2014-00650. This event occurred in (B)(6).